Manufacturer narrative:
The investigation found the device returned with the basket cut away from the drive wire. A microscopic examination revealed laser like burn marks on the tip of the cut sheath and drive wire. The dfu states, "this device must not come in contact with any electrified instrument. This device should not be directly fired upon by any lithotrite. To do so may damage the device and could result in patient injury." It is highly possible that the broken basket leg is due to the handling of an electrified instrument in close proximity to the device. Therefore, the most probable root cause for this complaint is user/use error. Additionally, a kinked drive wire may increase the resistance between it and the sheath, which may prevent the handle from being able to open or close the basket. Due to the condition of the returned device and non returned components, the root cause of the basket won't close failure could not be determined. Therefore, the second most probable root cause for this complaint is undeterminable.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a gemini paired wire helical basket was used in a ureteroscopy procedure performed on (B) (6) 2010 (patient weight is unknown). According to the complainant, one basket leg broke at the base of the basket, where the pull wire starts. It did not detach from the device. The retrieval basket was unable to close, so the physician chose to cut the pull wire approximately 6 to 10 inches from the base of the basket so that he could get another basket through the scope to laser the stone. A second gemini paired wire helical basket was used to successfully remove the first device and the stone fragments. Additionally, it was reported that the laser did not come in contact with the basket, and the stone was not "too large," although the exact size is unknown. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿fine.¿

Event description:
It was reported to boston scientific corporation that a gemini paired wire helical basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient weight is unknown). According to the complainant, one basket leg broke at the base of the basket, where the pull wire starts. It did not detach from the device. The retrieval basket was unable to close, so the physician chose to cut the pull wire approximately 6 to 10 inches from the base of the basket so that he could get another basket through the scope to laser the stone. A second gemini paired wire helical basket was used to successfully remove the first device and the stone fragments. Additionally, it was reported that the laser did not come in contact with the basket, and the stone was not "too large," although the exact size is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'